Event description:
It was reported that catheter was used for arterial access in left femoral artery. Approx. 24 hours after line was inserted, intermittent bleeding was noticed. Pt's hematocrit dropped from 38 to 28 requiring blood transfusion. After line changed, crack in catheter was noted at point where white hub and clear flexible tubing meet, causing blood loss. Location of crack was near pt's groin. Customer acknowledged that because of location, catheter might have been damaged due to bending of leg. No pt complications reported.

Manufacturer narrative:
Without a lot number and sample, further eval cannot be performed. Root cause unk.